Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on the bus. The field service engineer (fse) resolved the issue by reseating the row board cable and removing debris inside the drawer. The repair was tested using the hardware test application. The bus cable was checked, and the screws in the hard stop were tightened. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was not detected on the bus. The customer confirmed that the issue occurred on the main drawer 1.1, where multiple pockets failed. Additionally, an error indicated that there was no permission to recover the drawer. The customer attempted to reboot the station and recover storage space but was unsuccessful. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.